Event description:
A patient reported blood glucose results of 59, 159 mg/dl and 268 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 md/dl, thereby indicating potential malfunction of the meter in terms of precision.